Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "when trying to push vaccine through the needles, they become stuck and will not allow vaccine to be pushed through. We almost always catch this before giving the patient a vaccine, but there have been a few instances where we have poked a patient with a faulty needle and have had to repeat the vaccine after searching to fine a working needle (which has sometime meant going through and entire box). This has happened at least 200 times. We have had full boxes of needles not work." Received on 10/27/2023: "apologies for the delayed response; I was gathering information from all of our nurses. We did have several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again. These are the specific dates in which these events occurred:" (B)(6)2023.